Manufacturer narrative:
Concomitant medical products: cr flex right femoral catalog 0057501606, lot unknown; nexgen all poly patella catalog 00597206535, lot unknown; nexgen precoat tibial stem catalog unknown, lot unknown. This report is number 2 of 2 MDR's filed for the same event (reference 0001822565-2017-01126 / 1822565-2017-01127).

Event description:
Patient underwent a right knee revision procedure approximately two years post implantation due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products - precoat cr flx femur catalog 00575001606 lot 62955581; all poly patella size 35mm catalog 00597206535 lot 62813687; nexgen tibia catalog 00598004701 lot 63014863. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2017-00208.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.